Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that upon receiving the device would not be linked nor charged. A strip of burn mark was presented on the ipg case. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The internal circuit exhibited excessive sleep current drainage and u2 asic component exhibited high thermal. This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported that the doctor used a plasma blade during the procedure that was likely the cause of the device damage.

Event description:
A report was received that the patient was experiencing pain due to the current position of the battery.it was also reported that the ipg was having communication difficulty with the remote control (rc) and programming wand. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain due to the current position of the battery. It was also reported that the ipg was having communication difficulty with the remote control (rc) and programming wand. The patient underwent a revision wherein the ipg was relocated and replaced. The patient was doing well postoperatively.